Event description:
Electrophysiology study with induction of ventricular fibrillation. Ventricular fibrillation was induced at 400/250/190. This arrythmia required external cardioversion at 360 joules for termination.